Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the egm showed possible functional loss of capture (loc) on the atrial channel due to pacing into a depolarized atrium because the atrial beat is blanked. Ts provided programming optimization recommendations. At this time, the ICD remains in service. No adverse patient effects were reported.